Event description:
It was reported that a patient had surgery to repair their pump because it was ¿clogged up¿ and needed to be fixed. No patient symptoms were reported. The type of medication being delivered via the device system was not specified. Additional information has been requested regarding the patient¿s symptoms, interventions, and outcome, but was not available at of the time of this report. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter; product ID 8782, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).